Event description:
The customer reported that an erroneously elevated enzymatic hemoglobin a1c (a1c_e) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was reported to the physician(s), who did not question the result. The sample was reprocessed on the original analyzer. The reprocessed result was lower than the erroneous result and matched the patient¿s clinical picture. The reprocessed result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated enzymatic hemoglobin a1c (a1c_e) result.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously elevated enzymatic hemoglobin a1c (a1c_e) result obtained on a patient sample on an atellica ch 930 analyzer. Quality control (qc) was within range on the day of the event. Siemens is evaluating the event.

Manufacturer narrative:
Additional information (02-june 2026): siemens healthineers has confirmed the potential for intermittent well-to-well bias affecting the a1c_e/a1c_h assay when used on the atellica ch and atellica ci systems. Us customers were notified through an urgent medical device correction (umdc, letter achc26-06.a.us) and ous customers were identified through urgent field safety notice (ufsn, letter achc26-06.a.ous) titled ¿potential for well-to-well bias affecting atellica enzymatic hemoglobin a1c assay results¿. The communication was directed to all customers who received atellica ch enzymatic hemoglobin a1c (a1c_e) impacted lots informing them of the issue and providing instructions the customer must follow. Section h6 has been updated to reflect the siemens investigation. Initial MDR 2432235-2025-00313 was filed on 11-dec-2025.